Event description:
Customer received a result of 8 mmol/l on the mobile system and a result of 3 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. He drank some coke and ate chocolate and low blood glucose symptoms improved. Sometime later, the customer tested 14 mmol/l on the mobile system and 4 mmol/l on the aviva system within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278298, expiration date 08/31/2015). (B)(4).